Event description:
Caller reported potential false negative urine hcg pregnancy test results on four different patients. Four different patients had negative results on the qustick hcg strips. All patients are estimated to be (B) (6) pregnant. Quantitative testing was not performed. Controls were tested and results passing. Tech support spoke with customer and she noted that the issue seems to have gone away. One of the patients later returned and was confirmed not to be pregnant.

Manufacturer narrative:
Investigation pending.